Manufacturer narrative:
The reporter informed that the oral-b precision clean brush head had been discarded. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time.

Event description:
The head of the attachment broke, nearly swallowed small metal pin. No adverse event. Case description: a (B)(6) male consumer reported that while using an oral-b rechargeable toothbrush, version unknown the oral-b brushheads, version unknown broke after using them for two days, and he nearly swallowed a small metal pin. No symptoms developed. On (B)(6) 2015 received follow-up: the consumer reported that he used an oral-b precision clean brushhead, and he disposed of the broken brush head. He was able to use another brush head from the pack, but had now switched to a manual toothbrush. No symptoms developed.